Event description:
The customer contacted stryker to report that their device will not power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the stryker depot for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker verified and duplicated the reported inability to power on. The root cause was determined to be the system pcb power cable not being fully seated into the connector. The technician reseated the power cable to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device will not power up. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.